Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: h6(problem code) in order to solve the issue, the fse replaced the batteries (0146-00-0039). The fse then completed a full pm, safety, calibration, and functionality checks were completed. All checks passed to factory specifications. The was functioning in accordance with factory specifications and was cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed battery run testing. There was no patient involvement.